Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and corroded battery tube. The insulin pump was unable to verify for battery out limit alarm due to blank display. No damage inside pump was noted. (B)(4).

Event description:
The customer reported via phone call of battery out limit and blank display from the insulin pump. The customer's blood glucose reading was 276 mg/dl. The customer stated that there was a battery out limit and it alarmed during normal use. The customer stated that the display went blank after pump rest. The customer stated that sometimes she has to mess around with the battery cap so it can work. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.